Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: vena cava filter was placed infrarenal via the left common femoral vein secondary to deep venous thrombosis. Vena cava measured 24-25mm in diameter. Approximately six weeks post deployment, unsuccessful filter retrieval was attempted with a snare cone retrieval system. Approximately eight years nine months post filter deployment, CT abdomen/pelvis revealed the filter apex tilted rightward and partially extending through the right wall of the ivc. There are five of the left sided ivc filter struts extending through the left wall of the ivc. One of these struts penetrates the adjacent mid abdominal aorta. No associated aortic thrombus or dissection. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Six weeks post deployment, unsuccessful filter retrieval was attempted with a snare cone retrieval system. Approximately eight years nine months post filter deployment, CT revealed the filter apex tilted rightward and partially extending through the right wall of the ivc. There are five of the left sided ivc filter struts extending through the left wall of the ivc. Therefore, the investigation can be confirmed for filter tilt, perforation of the ivc, and retrieval difficulties. Per the provided medical records, filter tilt and perforation occurred following an unsuccessful filter retrieval attempt with "a snare cone retrieval system." Per the current IFU (instructions for use), "only use the recovery cone® removal system to remove the g2 filter." Therefore, the retrieval attempt could have contributed to the reported deficiencies. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: only use the recovery cone® removal system to remove the g2 filter. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 09/2011; manufacture date: 09/2008. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts have perforated into the organs and tilted with the filter becoming embedded in the ivc wall. The device has not been removed and was unable to be retrieved after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts have perforated into the organs and tilted with the filter becoming embedded in the ivc wall. The device has not been removed and was unable to be retrieved after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one month later, through the right internal jugular vein approach, the bard g2 inferior vena cava filter was attempted for retrieval. A long sheath with a retrieval system was advanced and the snare cone system was used to snare the inferior vena cava filter which was successful in grabbing the filter. However, it was very tightly adhered to inferior vena cava despite multiple attempts and the patient was unable to tolerate this with abdominal pain present during the retrieval. At this point, given that the filter was securely adhered to the inferior vena cava itself, a completion venogram revealed a patent inferior vena cava, and the retrieval attempt of the inferior vena cava filter was unsuccessful. So, it was discussed that this inferior vena cava filter will be a permanent inferior vena cava filter and was agreed to keep the filter regardless history of pulmonary embolism. After eight years and nine months, a computed tomography of abdomen was performed unspecified complication of cardiac and vascular prosthetic device and implant. The study showed that there was an abnormally positioned infra renal inferior vena cava filter present with the filter apex tilted rightward and partially extending through the right wall of the inferior vena cava. The study also showed that there were five of the left-sided inferior vena cava filter struts extending through the left wall of the inferior vena cava. Also, one of these struts penetrates the adjacent mid abdominal aorta (at the level l3 the vertebral body) and there was no aortic thrombus or dissection around the strut. Therefore, the investigation is confirmed for the alleged filter tilt, perforation of the inferior vena cava and retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b7,d4(expiry date: 09/2011). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.